Event description:
Air in venous line moved 2' past the "uabd" before alarm was activated. There was no pt injury or medical intervention. The gambro tech svs rep perfomred the 7 microllter bubble test and found the machine to be operating to MFR's spec.